Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image was distorted resulting in the user being unable to visualize the airway. The procedure was completed using a different laryngoscope. No delay in procedure or harm to the patient was reported.

Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope titanium lopro t3 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connected to verathon's test equipment, the customer's lopro t3 produces a poor-quality image. Visual inspection identified the lens seal is damaged and signs of fluid ingress. The customer's lopro t3 failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the customer's lopro t3 was scrapped with a replacement laryngoscope. Corrective action is not required at this time. Verathon will continue to monitor for trends.